Manufacturer narrative:
Findings: pump was received with corroded battery tube, however had normal operating currents. No blank display noted. Pump passed self-test, error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Pump had cracked battery tube threads, minor scratched display window.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 225 mg/dl at the time of the incident. Customer stated battery cap is a little is little worn out on top the customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.